Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 06/10/2015-device evaluation:the pump has been returned and evaluated by product analysis on 05/27/2015 with the following findings: a review of the pump black box data revealed two cs 064 call service alarms appropriately associated with high force during an occlusion. During testing, the rewind, load, and prime steps were completed successfully with no duplicated call service alarms. The pump case was removed, and no intermittent conditions were observed. The complaint was not duplicated.